Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported that the grasping retractor instrument was not recognized on the da vinci si surgical system. No patient harm, adverse outcome or injury was reported. The instrument was returned for failure analysis on (B)(4) 2012 and scratches on the main tube were observed.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint not recognized is not confirmed. Instrument was checked for recognition on an in-house system. System successfully recognized instrument, showing 4 uses left. Pogo pins do not stick and are not contaminated. Instrument was driven and moved intuitively and grips opened and closed. However, scratches on main tube were found. Distal end of main tube has various scratch marks with light material removal. Suggesting the may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.